Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose. Customer reverted to an alternate method of insulin therapy. No additional information was provided by the customer.